Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube bent, outer tube damaged, distal tip distal tip damaged severe/sharp, particulate, optics particulate under distal lens particulate under proximal lens, optical system, optical components broken lenses in optical system. Labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated. Per service report, this complaint was confirmed. The faulty parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 1 of 2 for (B)(4). It was reported that during incoming inspection it was observed that the hd epscp,1.9,30,60, mitek device scope produced a cloudy image and the hd c-mnt scp,2.7,30,75, mitek device scope also produced a cloudy image. This event did not occur during surgery. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent and labeling : illegible etch. - outer tube damaged, needle outer tube bent - outer tube damaged, distal tip distal tip damaged severe/sharp - particulate, optics particulate under distal lens particulate under proximal lens - optical system, optical components broken lenses in optical system - engraving/identification datamatrix code level a per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.